Manufacturer narrative:
(B)(4). Batch #t5de1h. Investigation summary the analysis results showed that one gst60g cartridge reload was returned unfired with five double drivers out of position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure, there was a reload insertion failure. There were no patient consequences reported. No additional information is available at this time.